Manufacturer narrative:
(B)(4).

Event description:
During a normal device change out, this pacemaker was implanted in the patient and after the implant, the patient stopped breathing and expired on the table. It was indicated that the death was not device related. It is unknown if this pacemaker was removed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Should additional relevant information or the device itself become available, the investigation will be updated.